Event description:
It was reported that, after an unspecified duration of pod wear and while the patient was at the pool, the pod detached from the infusion site. The patient¿s blood glucose was reported at 15.1 mmol/l (~272 mg/dl) at the time of the event. A new pod was placed, and the patient successfully resumed therapy. The pod involved was discarded and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.